Event description:
It was reported that the pt stopped being able to hear 3 months ago. The external parts were tested, but the situation did not change. Testing showed that 9 out of the 12 electrode channels had high impedance. Damage to the reference electrode is suspected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.